Event description:
It was reported that the patient sustained severe injuries from an instant cold compress. No other information was able to be obtained.

Manufacturer narrative:
Mckesson medical surgical was notified by the law firm representing (B)(6) that (B)(6) sustained injuries related to a mckesson instant cold compress. No further information including the extent of injuries, the catalog number, nor the lot number were provided. Based upon our review, it is assumed the catalog number to be 16-9702. As a result of this complaint, we are filing an MDR for this instant cold compress.